Event description:
The device was used during a pneumonectomy procedure. Reportedly, the instrument did not open. The surgeon resected the tissue to remove the device and applied suture to complete the procedure. The hospital has reported that the pt's status is satisfactory.

Manufacturer narrative:
A/28/97-supplemental report #1 submitted to FDA. Additional data entered in h7. Corrected data entered in b2(units) and h6(evaluation results and conclusions codes). Co's analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.